Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, storage space main 5.1 and 5.2 failed and the device was not detected on the bus. The unit blacked out and automatically powered off. The cable was reseated to isolate the faulty drawer. Pyxis resumed working; however, the main drawer 5.1 and 5.2 cable remained unplugged. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 5.1 and 5.2 had failed and were not detected on the bus. A field service engineer replaced the controller board for drawer 5.1 to resolve the issue. The drawer was tested using the hardware test application, and proper functionality was verified by the user. The system functioned as intended after the field service engineer repaired the device.